Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in this incident were returned to belmont for evaluation on august 15, 2023. Although the patient involved in the incident expired, there are no allegations that the device caused or contributed to the death. The user will lose the ability to infuse the patient with the device during the event. Other methods can be used to infuse the patient. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature/overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products.the operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Evaluation: upon receipt of the referenced rapid infuser ri-2 unit, belmont service technician were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. We double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, the bobbin coils assembly, and all cables in the system for proper connections, and they were all connected and operated properly. It was noticed however that there was saline contamination inside the housing and screws. The user manual cautions to "immediately wipe any spills from the device" and details to "practice standard precautions when handling blood products. Treat all blood as if it were infected and clean up all spills immediately". The disposable set was reviewed by engineering. The plastic of the heat exchanger was deformed around the top front section from 11:00 - 1:00 likely from a clot. A precise root cause could not be determined. All 3-spike disposable sets are 100% leaks tested and visually inspected prior to release. Belmont service department replaced the screws and plastic cover and cleaned the inside of the housing. In addition, we upgraded the unit to the latest revision. We operated the unit at elevated temperature for 48 hours. To ensure that this unit performs according to our specifications before shipping it back to you, we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. The disposable set was reviewed by engineering. The plastic of the heat exchanger was deformed around the top front section from 11:00 - 1:00 likely from a clot. A precise root cause could not be determined. All 3-spike disposable sets are 100% leaks tested and visually inspected prior to release. Belmont is working with the user facility to schedule a refresher training and review compatible solutions. A follow-up report will be submitted once the training is complete and additional information becomes available.

Event description:
The biomed reported that he received the report from the user that during a mass infusion, there was a burning with smoke coming out of the device. Although the patient involved in the incident expired, there are no allegations that the device caused or contributed to the death. The unit and the disposable were under the risk management control. The biomed is working to gather additional details on this incident.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser ri-2 unit, we were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. We double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, the bobbin coils assembly, and all cables in the system for proper connections, and they were all connected and operated properly. It was noted however that there was saline contamination inside the housing and screws. The disposable set was reviewed by engineering. The plastic of the heat exchanger was deformed around the top front section from 11:00 - 1:00 likely from a clot. A precise root cause could not be determined. All 3-spike disposable sets are 100% leaks tested and visually inspected prior to release. Belmont offered refresher training for hospital staff but this was declined. No device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.